Manufacturer narrative:
(B)(4). Batch # r95908. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed, in addition there was no audible feedback sound from the instrument when the clamp arm was fully closed. The blade broke off during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a transanal total mesorectal excision, an unknown error occurred during use of the device on the intestinum ileum and rectum. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.